Event description:
The pt reportedly experienced a loss of lock with his device. External equipment was exchanged, but the reported problem was not resolved. The pt met with a co rep for device evaluation. Testing performed confirmed the device was not functioning. A decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.